Event description:
It was reported that the patient presented for routine generator change. Before procedure, it was found that the patient's right ventricular (rv) lead exhibited noise, causing noise oversensing. Episodes of noise reversion were noted. High capture threshold and low impedance on right ventricular (rv) lead were also noted. The lead was capped and replaced on (B)(6) 2021. Patient was stable and discharged.